Event description:
Information was received from a consumer regarding a patient receiving clonidine, bupivacaine, and morphine (always ¿10 mg each¿ but it was unknown if this was the concentration or dose) via an implantable pump for non-malignant pain and degenerative disc disease. In the end of (B)(6) (thought to be (B)(6)) of 2009, the patient¿s pump was infected, thought to be in the pump pocket. She had infection symptoms of fever, swelling, and pain. The infection was not confirmed, but the patient did end up with (B)(6). The patient stayed there for a couple of days and went to an infectious disease doctor to get intravenous (IV) therapy. IV antibiotics were administered and the total system was explanted. The infection was resolved and the patient got a replacement pump on (B)(6) 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.